Event description:
It was reported that an all-in-one eva container had a disk floating inside the bag. The floating disk, approximately the size of a paper-hole-punch, was identified by a pharmacist during the final visual check of a compounded product. The compounded product was total parenteral nutrition. There was no patient involvement; there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.